Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported normal and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a33 error alarm during displacement test due to motor high current draw. Unit had minor scratched display window and cracked reservoir tube lip.